Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported severe hypoglycemic symptoms with a result of hi (greater than 600 mg/dl) obtained on the mobile system. 20 minutes later an ambulance arrived; the customer was re-tested on the mobile system and the result was 58 mg/dl. The customer's mother treated him with bread and butter. Fifteen minutes later he tested 59 mg/dl on the mobile system and was taken to the hospital where he was admitted for 3 days. While at the hospital the customer tested 24 mg/dl on a professional performa nano system; he was treated with 3 "perfusion bags" (contents unknown). Fifteen minutes later he tested 66 mg/dl with the professional performa nano system, and 15 minutes later 220 mg/dl with the professional performa nano system. Requested return of suspect device.